Event description:
It was reported to philips that the system could not emit x-ray. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted and continued after restart. It was reported to philips that system was unable to emit x rays. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found no error message displayed, and normal operation could not be resumed after restart at that time. On further troubleshooting, fse found exposure enable function failed and found nd power supply had no 24v output to flat detector (fd) and the led was off. To resolve the issue, fse replaced nd power supply. The defective part was sent for analysis for nd power supply unit no malfunction was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.